Manufacturer narrative:
(B)(6). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) did not unfold properly during the surgery. There was contact with the patient¿s eye but no patient injury was reported. The doctor used a back up lens and had no issues implanting the lens. No further information was provided.

Manufacturer narrative:
Additional follow-up information provided by customer on february 9, 2018: per account, problem was caused by application error and the lenses were discarded. Device evaluation: the product testing could not be performed as the product was discarded. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.